Event description:
A pt reported experiencing inaccurate erratic results with a fast take meter. The pt's blood glucose was 81 and 167 mg/dl within 10 minutes, with a difference of 61%. Pt did not experience any adverse events. No further info has been reported.